Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. A scissor clip was jammed in between the tissue stop and clip track. Functionally, the instrument was fired once in air and a scissor clip formation was observed. The remaining clips were then fired on test media and scissor clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws and scissor clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device had an issue with loading or firing of the clips. The nurse said that the clip did not release from the jaws and that there was a clip malformation. To resolve the issue, they grabbed another clip applier. There was no patient injury.